Event description:
A malfunction on the pump was reported by the caller, who noted that the pump had become wet and possibly exposed to humidity. There was no adverse impact to the customer's blood glucose level. Technical support provided assistance by instructing the caller on how to reset the pump, which resolved the malfunction as it did not recur. The customer was advised to continue using the pump and to reach out again if any further malfunction codes appeared, which the caller confirmed they understood.